Manufacturer narrative:
Customer says unit has excessive heat. Handpiece was not pre- tested due corrosion. Disassembled housing and found out all the internal parts and bearing were worn and corroded due to dried saline. Replaced all the internal parts the bearings shaft and nose bearing assembly and motor/cable. The item was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation anticipated, but not yet perform.

Event description:
The customer reported that the device is overheating. There was no patient impact.